Event description:
Surgeon states the covidien ligasure maryland jaw laparoscopic sealer/divider misfired / malfunctioned while attempting to divide the left triangular ligament of the left hepatic lobe. Use of the device was discontinued and a new device was opened and used without incident. No patient harm.